Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). A promus element plus stent delivery system (sds) was used to treat the lesion. While trying to placed the stent in the rca, the stent was dislodged from the sds. A snare was used to retrieve the stent out of the system. Additional information has been requested and is not available.